Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss or change of therapy and a sudden return of symptoms. She was having a lot of accidents as of (B)(6) 2016. There were no falls or trauma that could be related to the issue. She still felt stimulation, but did not have batteries for her programmer to troubleshoot. The patient later got batteries and was able to use the programmer. She verified that stimulation was on and on program 3 at 0.3 volts. She was not feeling stimulation, so she increased to 0.6 where the setting was comfortable sitting, standing, and walking. She would continue to track her symptoms. The patient's indications for use were gastrointestinal/pelvic floor. The cause of the sudden return of symptoms and what else was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.